Manufacturer narrative:
The insulin pump passed rewind test, basic occlusion test, and displacement test. The device was unable to prime during prime test due to faulty force sensor resistor. No motor error or no delivery alarm noted during testing. The motor passed the motor test. The device had minor scratches on the lcd window, cracked case at display window corner, cracked reservoir tube lip, and scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call, the insulin pump was alarmed motor error during bolus. He was able to clear it and continue use of the device. Customer's blood glucose was 110 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. He agreed to return the device for further analysis.